Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2014 that a peritoneal dialysis (pd) pt reported fluid overload and experienced a weight gain of 15 pounds. Per the nurse, the pt remained asymptomatic and did not require medical intervention or treatment as a result of the fluid overload. No issue pertaining to infection or issues with the catheter were reported. A replacement peritoneal dialysis (pd) cycler was provided and as of (B)(6) 2014, the pt's signs and symptoms of fluid volume overload resolved and the pt continued to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issue. Pt medical records were requested.

Manufacturer narrative:
There is no indication that there was any serious injury to the pt. Due to a potential malfunction of the machine, a malfunction MDR will be filed. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.